Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, the machine displayed a 'reinstall vent' and 'leak' messages. The machine was swapped out and there was no patient injury reported.

Manufacturer narrative:
The log file provided by a hospital's biomed was the base for evaluation and assessment. The logs indicated that a power-on self-test was successfully provided in the morning of the date of event. The concerned procedure was started as the fifth case of this day at 04:02 pm. Immediately after switching from initially used manual to automatic ventilation the device detected a too low vacuum pressure and posted the observed "reinstall ventilator" alarm. In the following the user switched multiple times between man/spont and several automatic ventilation modes while the situation remained unchanged. Between 04:14 and 05:00 pm the device was used in manual mode until completion of the procedure. The vacuum pressure is required to keep the piston diaphragm in place. In case of deviations the device will post cascaded alarms; if the deviation becomes significant this may result in shut-down of automatic ventilation to prevent from serious damages to the ventilator unit. Manual ventilation remains possible as well as the monitoring functions will do. The potential root causes for the drop in vacuum pressure are multiple: one of the piston diaphragms may be leaky, the vacuum pump may be faulty or an incorrect assembly of the compact breathing system is imaginable. Upon initial log analysis dräger has provided feedback to the user with recommendations to check the aforementioned scenarios and to identify the individual root cause. Unfortunately, the user facility has not responded to repeated requests for additional information and thus, a reliable conclusion in regard to exact root cause is not possible. It can however be concluded that the device responded as designed upon a deviation detected by the self-monitoring function; the user was informed by a corresponding alarm about the issue. Reportedly, no consequences to the patient have occurred.

Event description:
Please refer to initial MFR. Report #9611500-2016-00321.